Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. After further review, it has been determined that the reported serial number 3mh002enuld does not fall under adc fa1027-2020 as previously reported in the initial and follow up #1 reports. Sections h-6 and h-10 have been updated based on the corrected extended investigation.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Caregiver reported the low glucose alarm did not sound and the customer experienced symptoms of hypoglycemia described as "unresponsive but still was conscious". Customer had contact with emergency doctor and received glucose via IV for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Caregiver reported the low glucose alarm did not sound and the customer experienced symptoms of hypoglycemia described as "unresponsive but still was conscious". Customer had contact with emergency doctor and received glucose via IV for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc product quality engineering (pqe) investigated this alarm-2 (signal loss alarm) complaint. It was determined that the freestyle libre 2 sensor reported in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low temperature ratio parameter of zero (0). The low temperature ratio parameter setting should be set at 187. The incorrect low temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result the system will not be able to present glucose alarms. This failure mode was identified during investigation of the track and trend review related to alarm-2 cases in april 2020. This issue was addressed in the field by adc fa1027-2020. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The temperature ratio setting is in the machine software and therefore, not captured in the DHR. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. As per the qr initiated for this issue, immediate, corrective, and preventative actions were identified as follows: software on affected kit pack lines has been updated to prevent the resetting of the low temperature parameter to ¿0¿. This action was completed on (B)(6)2020. Impacted product within manufacturing control was determined to either be immediately scrapped or reworked. Rework and scrap of impacted product is currently in process, with an anticipated completion of (B)(6)2021. Update packaging line test limits and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. The completion date of this corrective action was (B)(6)2020. Update validation process to include requirements to perform functional testing of product to user requirement specifications. Anticipated completion date of this corrective action is (B)(6)2021. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction MDR. H7 - if remedial action initiated, h7 - other remedial action, and h9 - corrective action number have been updated to include information that was not provided in initial submission. H10 - additional mfg narrative has been updated to include the results of assessment and description of remedial action that was missed in the initial submission.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. Adc product quality engineering (pqe) investigated this alarm-3 (missing high or low glucose) complaint. It was determined that the freestyle libre 2 sensor reported in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low temperature ratio parameter of zero (0). The low temperature ratio parameter setting should be set at 187. The incorrect low temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result the system will not be able to present glucose alarms. This failure mode was identified during investigation of the track and trend review related to alarm-3 cases in april 2020. This issue was addressed in the field by (B)(4). Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The temperature ratio setting is in the machine software and therefore, not captured in the DHR. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Caregiver reported the low glucose alarm did not sound and the customer experienced symptoms of hypoglycemia described as "unresponsive but still was conscious". Customer had contact with emergency doctor and received glucose via IV for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.